Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 560 (mg/dl) with trace ketones, and was addressed with a bolus and by changing the infusion set and cartridge. Insulin delivery was resumed.